Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent detached from the delivery system and was not returned for analysis. The bumper tip of the device showed no signs damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed balloon wall and there was evidence of contrast medium inside lumen. A visual and tactile examination found a hypotube kink 943mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the proximal right coronary artery (rca). A 2.25x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged from the balloon. Subsequently, the dislodged stent was pressed in the intima and a new 2.25x16mm promus element¿ plus drug-eluting stent was deployed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Target lesion was located in the proximal right coronary artery (rca). A 2.25x16mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged from the balloon. Subsequently, the dislodged stent was pressed in the intima and a new 2.25x16mm promus element¿ plus drug-eluting stent was deployed and the procedure was completed. No patient complications were reported.